Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The device was returned for the reported complaint of dislodgement. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device had a stretched helix, this is consistent with procedure damage. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient was undergoing a pre-discharge check at the hospital post implant. A routine chest x-ray was completed, and the leadless pacemaker (lp) could not be located. The lp was discovered to have dislodged and migrated to a branch off the femoral vein. The lp was successfully retrieved. A transvenous system was planned to be implanted at a later date. There were no patient consequences.